Manufacturer narrative:
Customer returned pump for an alleged pump error 63 alarm during self test found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump error 63 alarm and visit to emergency room/clinic for high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged battery cap cracked/damaged found on 07-sep-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. The pump was monitored and no pump error 63 alarm during self test noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 07-sep-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 08-nov-2023, there is no bolus delivery noted. However, pump error 63 alarm noted. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2023 18:48:00.000, (B)(6) 2023 18:19:46.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 63 alarm (variableinfo = 03) was confirmed according in the formatted history file due to a broken trace on u1 keypad assembly. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 18:19:29.000. Dailytotalofallinsulindelivered = 3.4. Dailytotalofbasalinsulindelivered = 3.4. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: 11/02/2023 05:21:02.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 11/03/2023 17:55:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 11/03/2023 18:11:00.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: 11/03/2023 18:48:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: 11/05/2023 19:34:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:05:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:12:58.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power battery. No unexpected low battery alert and replace battery alert noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap cracked/damaged was unknown. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, pump error 63 alarm (variableinfo = 03) was confirmed according in the formatted history file due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and also reported that the insulin pump occurred pump error 63 alarm(hardware low-level failures). Troubleshooting was performed. The customer was able to clear the alarm and rewind and it was unknown whether the pump passed the self-test. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the high blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.